Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Per the physician, the slow/no flow event may have been caused by micro debris from heavy calcium, combined with the patient having a pre-existing ejection fraction of approximately 10%, however the exact cause was unknown. The events leading up to the patient's death are unknown to csi after multiple follow-up attempts. Per the physician the csi device did not cause the patient's death, however the exact cause was unknown and the csi device could not be ruled out as contributory. (B)(4). Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was operated for four treatment passes on low speed in the left anterior descending artery (lad). Following orbital atherectomy treatment, the lad shut down. Stents and an impella device were placed, and medication was administered to resolve the vessel shut down and restore flow. Following the procedure the patient was transferred to the intensive care unit (ICU). The patient expired in the ICU three days later.